Event description:
The fixator was applied on may 7, 1999 to treat a first metatarsal osteotomy/nonunion. On may 18, 1999 the pt returned for a routine follow-up visit and the md noted the clamp cover locking nut was loose. A new clamp body and cover was applied without injury to the pt.